Event description:
It was reported that the ventilator generated technical error codes. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. The ventilator generated technical error code indicating control printed circuit board error and technical error code indicating an error in the internal memory. According to provided log files, technical error code indicating disabled valves was also generated. According to received information in service report, no parts were replaced. Issue was resolved by updating the software. The ventilator passed all functional and safety tests and was cleared for clinical use. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. Te10003 indicates ventilation stopped. Error in the internal memory detected. This technical alarm is common after a software installation. Restart the system and check that no technical alarms are activated. If error code 10003 remains, this indicates a hardware error. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint is related to software. The UDI information is not available since the device was manufactured before 2015.